Event description:
It was reported that a total knee arthroplasty was performed. Postoperative x-rays showed that the stem disengaged from the femoral component. The surgeon decided to observe the patient at his discretion. No medical intervention has been reported to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D4: lot number is 65033947 or 65819070. G2: foreign - japan. The device will not be returned for analysis because it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02480.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: the lot # was reported to be either 65033947 or 65819070. Lot 65033947: expiration date: 16-feb-2031. Manufacturing date: 18-feb-2021. UDI:(B)(4). Lot 65819070: expiration date: 29-mar-2033. Manufacturing date: 01-apr-2023. UDI:(B)(4). H6: proposed component (annex g) code is mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.